Manufacturer narrative:
Follow-up #1 date of submission 04/02/2014-device evaluation:the pump has been returned and evaluated by product analysis on 03/14/2014 with the following findings:animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. During testing, the pump was powered on and the display screen appeared dim and discolored. Unrelated to the complaint, the contrast button was intermittently unresponsive, which has no effect on insulin delivery; all other keypad buttons responded properly. No damage was observed to the pump keypad cover. The keypad cover was removed and contamination was found under the contrast button contact. Additionally, evidence of moisture ingress was found on the battery cap spring. The battery compartment was observed to be cracked. A leak test was performed and passed. The pump case was removed and no further evidence of moisture ingress was found. (B)(4).

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. The reporter stated that the pump display screen gradually became dim with discolored text. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.